Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received stating that the patient came into the clinic and the shock configuration was reprogrammed to distal coil to can. The following day, defibrillation threshold testing (dft) was performed at 14j and normal impedance measurements were confirmed. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that a red alert was generated from this system due to shock impedance measurements greater than 200 ohms. The caller stated that after the alert was generated, measurements continued to be out of range. However, there were no more red alerts generated. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific representative informed the caller that the patient's remote monitoring system will only generate one alert until the device is interrogated by a programmer and then the alert will be reset. The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.